Event description:
On (B)(6) 2013, the patient claimed the animas insulin pump has intermittent power issues. The subject pump allegedly rebooted several times today. When she changed the battery, the battery cap kept spinning and would not secure tightly on. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: no defect was found. Unable to duplicate intermittent power or reboot condition. Pump powers to "verify" screen in accordance with normal operation. Black box shows dates from (B)(6) 2013. Complaint was logged on (B)(6) 2013. There is no black box data to support that timeframe. Current black box shows one "power on reset / reboot condition" during a cartridge change on (B)(6) 2013 at 20:14. Battery compartment intact, no damage. No evidence of moisture contamination found inside battery compartment or on underside of battery cap..4. Battery cap is able to fully tighten. A power loss was not duplicated. Battery cap measures within specifications. Pump case was removed, no evidence of moisture or loose components identified inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.